Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic, on final closure of the skin, the needle popped of on a couple of the sutures. Finished the procedure using another suture. There was no patient injury.